Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR ". Error message could not be cleared by the user. The crew immediately performed manual CPR. No known impact or consequences to patient information was provided.